Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Health effect - clinical code (B)(4). Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 46-year-old hispanic female patient underwent a breast reconstruction revision with mentor memorygel breast implants 300cc (l) and 170cc (r) and suffered several unexplained systemic symptoms, including asia syndrome, hair loss, fatigue, pain, vision issues, memory loss, frequent urination, mood swings, depression, and anxiety. The patient also reportedly experienced rupture on the right side. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left breast prosthesis.

Manufacturer narrative:
On may 22, 2023, the mentor failure analysis lab received the device for evaluation. Additional information was received with the device indicating the date of implantation was (B)(6) 2018. On jun 2, 2023, additional information was received indicating the patient also experienced bilateral capsular contracture baker grade unknown. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the sx mpp gel 300cc returned device. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On jan 17, 2023, additional information was received indicating the explantation surgery is scheduled for (B)(6) 2023. Reason for device explant and/or reoperation: generalized illness manufacturer¿s reference number: (B)(4).